Manufacturer narrative:
The accurate lot number is unknown at this time.

Event description:
Information was received indicating that while in use of a smiths medical cadd administration set leak of fluid was noted at the back of the filter where there was a hole. No adverse effects were reported.